Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headaches. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient alleged of having headaches. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device and found dust/dirt contamination inconsistent with degraded sound abatement foam through out device enclosure and air path suggesting source external to the device. Evidence of water ingress on the blower and blower box was observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, however confirms presence of contamination in the air path. Section h6 (medical device problem code, type of investigation, investigation findings, investigation conclusions) were updated in this report.